Event description:
It was reported that during an acl procedure, the screw broke during insertion. The broken piece of screw remains in the patient¿s tibial bone tunnel. The surgeon did not notch the bone tunnel prior to screw implantation. The procedure was completed successfully.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Surgery date was requested but not provided.no further patient or event information was provided at the time of this report or made available in response to multiple follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.the device has been received and evaluation is in progress. A lot number was requested but not provided; therefore device history record review could not be performed.based on the information provided, the most likely cause(s) of this type of event is improper bone preparation. The product directions for use (dfu) warns the user that the appropriate arthrex delivery system is required for proper insertion of the implant. The directions instruct the user to prepare the screw entrance insertion point using either the dilator or notcher.the potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
It was reported the pt experienced intermittent stimulation and a fading sensation. The pt's stimulation would vary when pushing on the back. Impedance values were normal (700-1200 ohms). The pt had fallen in october. Several days later, it was reported the pt felt no stimulation though the pt programmer indicated the device was on. Additional info indicated the pt experienced a loss of therapeutic effect. The symptoms began on (B) (6) 2009. The device reportedly shut off by itself. Touching the lead/extension area turned the device off. The pt felt a need to increase the stimulation amplitude. The pt experienced shocking and jolting at times and when touching the connection. Impedance values remained normal. An x-ray had been done but the results were unk. Additional info has been requested.

Manufacturer narrative:
Follow up communication with the event reporter provided additional information that once tibial graft fixation was obtained, the surgeon realized that the distal part of the screw broke off and was loose in the patients joint. The surgeon retrieved the broken piece and left the proximal end of the screw in the tibial bone tunnel. The device was received and an evaluation was conducted. The complaint was confirmed. Visual evaluation of the returned device revealed that only the distal end of the screw was returned. The screw broke at the fourth thread. The screw is clear in appearance and no signs of cracks. A lot number was requested but not provided; therefore, the device history record review could not be performed. Based on the information provided and device evaluation, the most likely causes of this event are angulating the driver during insertion, prying/leveraging the implant or improper bone preparation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.